Manufacturer narrative:
(B)(4). This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the tip of the neuron max 6f 088 long sheath (neuron max) was stuck in the packaging mandrel and it broke upon removal from the packaging. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the neuron max distal atraumatic tip was fractured. The packaging mandrel was secured to the packaging card such that it was touching the bottom edge of the packaging hoop. Bends were present along the length of the neuron max. Conclusions: evaluation of the returned neuron max revealed a damaged distal atraumatic tip. If the packaging mandrel is held down upon removal of the neuron max, the mandrel may pin the neuron max between the mandrel and packaging tube. If a pinned device is attempted to be removed from the packaging, damage such as this may occur. Further evaluation revealed bends along the length of the device. Based on the return condition, these bends are likely incidental to the complaint and may occur during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.